Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that out of the box, during the inspection, it was identified that a fragment fell from the long bipolar grasper instrument tip. There is no report of patient involvement.